Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was difficult to visualize during positioning. Button one was "deployed", the balloon was deflated, button 2 was "deployed" and the device was removed, and pressure was held over the site for two minutes with no bleeding observed. The following day post-op, there were problems with the patient's blood flow to the right leg, and an ultrasound confirmed there was a clot in the popliteal artery behind the knee. The patient was taken back to the operation room to remove the clot. An unknown catheter was used to retrieve the clot. On visual examination, mynx control sealant was present in the clot. The physician kept some of the retrieved product for closer inspection. The device had been primed, and the balloon was tested prior to use with a 50/50 contrast mixture, and the black mark was visible with the stopcock closed and tension indicator aligned. The procedure involved an angiogram of the right leg via antegrade approach using a 6f brite tip sheath. The deployer was in training with the device. No damage was observed on the device or packaging prior to use. Ultrasound was used to verify the femoral artery. The vessel type was arterial, and the device was used in the femoral artery. The vessel diameter was confirmed to be greater than or equal to 5 mm. The access site was the right femoral artery. The tension indicator was used and visible, and tension was maintained during deployment. There were no multiple sheath exchanges. The vessel was not less than 5 mm. The device was stored and prepared according to the instructions for use. The patient is recovering. The device will not be returned for evaluation.